Event description:
The device, which runs on nitrogen, was tested by dipping the rotor in water. The end result should have been the rotor causing agitation, yet no agitation was noted. The second device worked about 15 secs before it stopped rotating.